Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Customer stated that the insulin pump started going crazy and began scrolling. Customer also stated that she changed the batteries 3 times and buttons are not working. Customer keeps getting a message that says: battery changed too slow and press esc/act to clear. Customer's blood glucose was 90 mg/dl. Insulin pump will need to be replaced. No additional information provided.